Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. Unit was received with corroded battery tube, cracked battery tube threads, cracked case along the side of the battery tube and faded serial number label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank display. The customer¿s blood glucose level was 5 mmol/l. The customer was assisted with troubleshooting and customer reports display was blank currently. Customer states the display was not blank less than 30 seconds and did not return. Customer stated that the contacts on the battery cap were neither missing nor damaged. Customer stated that the battery compartment was neither damaged nor corroded. Customer stated that the spring was neither damaged nor corroded. Customer also stated that the display did not return after insulin pump restart. Customer also stated that the insulin pump had crack at back of battery compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.